Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the anterior gripper became caught on the anterior leaflet. Troubleshooting was performed and the gripper was successfully removed from the leaflet. However, it was observed that a tissue damage occurred. The physician decided to remove the mitraclip devices and discontinue the procedure. Mr was reduced to a grade of 3+. There was no clinically significant delay in the procedure.